Event description:
It was reported that the external pulse generator's display had characters missing on its display and that it was due for its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary #analysis confirmed the customer comment that the display had missing segments, and analysis also found one side bail cover broken, the ring bent and the battery contacts compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator's display had characters missing on its display and that it was due for its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.